Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining multiple sets of inaccurate results, performed within 20 minutes of each other. This complaint is being reported because one of these sets of results; "184 and 146 mg/dl" exceeds lifescan¿s criteria for precision and the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.